Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A dist contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male pt had bruising and a rash under the lifevest. The pt had dry, open skin on his back below the lifevest. The patient's physician is aware. Follow-up indicated that the pt removed the device due to the rash.